Event description:
It was reported that during a laparoscopic colon procedure, no function after 5 minutes. Display shows instrument error. A new device was used to complete the procedure with no patient consequence.